Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact drove the customer to the emergency room (ER) because the customer was throwing up in the bathroom. The customer's blood glucose (bg) level was 500 mg/dl when they arrived at the ER. The customer arrived at the ER at around 12 am on (B)(6) 2017 with a blood glucose (bg) level of 500 mg/dl, and was admitted to the hospital at 5 am with a bg level of 350 mg/dl. In an attempt to resolve the customer's bg level, the customer delivered boluses of 15 units of insulin with the pump two times. The customer was treated with intravenous (IV), fluids, and a blood test at the hospital, and released in the morning of (B)(6) 2017, with a bg level of 275 mg/dl, and no permanent damage to the customer. Reportedly, the customer did not consume any food all day, and has been working with health care provider on diabetes management. System check with tandem technical support showed that the pump was performing as intended.